Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made a mistake and experienced a touch contamination (not further specified). On an unreported date, the pt was treated for the peritonitis with vancomycin (ip) intraperitoneally (dose and frequency unknown). Three days after onset of the peritonitis, the pt was admitted to the hospital for six days due to the unresolved peritonitis event. Treatment consisted of intravenous (IV) vancomycin, which was unsuccessful (dose and frequency not reported). On an unknown date, peritoneal dialysis (pd) therapy was discontinued. Three days after being admitted to the hospital, the pt¿s catheter was surgically removed. On an unknown date, the pt began hemodialysis therapy. The pt was not retrained in aseptic procedures for pd therapy. At the time of this report, the patient is currently not on pd therapy and the pt was recovering from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.